Manufacturer narrative:
(B)(4). This lead was discarded by the hospital and is not expected to be returned for analysis. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out-of-range pace impedance measurements (>2000 ohms). As a result, a revision procedure was scheduled, at which it was visually observed that the lead had fractured in the pocket and the lead was explanted. No additional adverse patient effects were reported.